Manufacturer narrative:
During the procedure however before insertion into patient, the enterprise vrd (enf453700/10218097) did not advanced through prowler select plus straight microcatheter (606s255x/ 15856071). He tried many times but it did not work. He used another same type prowler and enf37. The procedure was successfully done. No patient or vessel code information provided. A non-sterile select plus 150/5 cm was received coiled inside of a plastic bag. An enterprise stent was found blocking the ID of the hub. The body of the microcatheter was inspected and it was found without damages. The microcatheter was inspected and a enterprise stent was observed inside of the hub. The ID from the microcatheter was measured and was found within specification according to document es05104 rev 7. The enterprise stent was removed from the hub of the microcatheter after that, the microcatheter was flushed using a lab sample syringe (nipro) and a 0.018¿ a guide wire cordis lab sample was introduce into the microcatheter and it can pass through of the device without any difficulty. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip without any difficulty. An additional functional test was performed with the delivery wire of the enterprise complaint under the (B)(4) and it can be performed without any anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as catheter obstructed was confirmed. The cause of the failure experienced by the costumer appears was due to the enterprise stent found in the hub. But, this could not be conclusively determined, since after extraction of the stent from the hub, a lab sample guidewire and enterprise stent were able to be inserted through the length of the microcatheter shaft without major difficulty. Based on the limited information and analysis, it appears that procedural factors contributed to the event. Neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Therefore no corrective action will be taken at this time.

Event description:
During the procedure however before insertion into patient, the enf37 no-tip did not advanced through prowler select plus straight. He tried many times but it did not work. He used another same type prowler and enf37. The procedure was successfully done. No patient or vessel code information provided.

Manufacturer narrative:
The enterprise vrd system (enf453700/10218097) did not advance through the prowler select plus straight microcatheter (606s255x/15856071) despite several attempts. Another same type prowler and 37mm enterprise were used and the procedure was successfully completed. No further clinical procedural information has been provided in response to multiple investigational attempts. A review of the manufacturing documentation associated with prowler select plus lot 15856071 presented no issues during the manufacturing process and inspection processes that can be associated with the reported complaint. The device has not been received for analysis. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise vrd lot 10218097. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device has not been received for analysis. Based lack of clinical/procedural information and without the return of the devices for analysis no conclusion can be made regarding the reported inability to insert the enterprise through the prowler select plus. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products involved with these product malfunction events in which associated manufacturer report numbers are 1058196-2013-00326 and 1058196-2013-00327.